Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's programmed fill volume was 2000ml and drain volume was 3243ml. This information meets iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The device passes the homechoice rite functional test. The homechoice failed rite electrical test. The increased intra-peritoneal volume (iipv) identified in the device log was confirmed and the cause was determined to be insufficient drain-one or more cycles advance to next fill when slow or no flow occurred above the minimum drain volume threshold. Device was determined to meet the specification requirements relative to the iipv identified via device log review. A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.